Event description:
A malfunction alarm with code malf 9 was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer had not previously reported or reset the pump within the last 24 hours, so technical support provided instructions to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.